Event description:
After getting mentor breast implant in 1980, 2 years later I started experiencing problems. Had implants for 42 years. My legs and feet hurt, fibromyalgia, chronic fatigue, raynauds syndrome, weight gain ((B)(6) lbs), joint pain, not healing well after 2 surgeries, fatty liver disease, poor sleep, low libido, reflux, tinnitus, severe sinus problems (when tested 3 different times to see what I was allergic to, each time was totally different and I had 2 sinus surgeries but didn't help) arthritis, hysterectomy at age (B)(6) due to bleeding 6 months and all I had was cyst on ovaries. Sense of smell gone, ibs, muscle pain, neck pain, unexplained fevers, yeast infections (candida) under my breast, hot in my chest area about 8-10 times a day, pain in breast, inflammation, limb numbness, shortness of breath, difficulty swallowing, hair loss, metallic taste, extreme sinus phlegm, numb toes, jaw clinching, frequent urination, severe pain in right ankle. I got my implants out (B)(6) 2022. When I woke up I had no phlegm and I could take a deep breath. Three days post op, my raynauds syndrome was gone. I no longer have the severe pain in my right ankle. I have a long ways to go to detox 42 years of toxicity in my body, but I know I'm on the right track now. Please take all breast implants off the market and please recognize breast implant illness. You have no idea how these implants are hurting women. FDA safety report ID # (B)(4).